Manufacturer narrative:
Abbott field service determined that the power supply cable to the card cage was burned/melted down. It was discovered that leaking fluid was coming from the wash zone 2 tubing. The customer had previously cleaned the wash zone 2 manifold and forgot to place the tubing back in the drain hole. Fluid was therefore leaking into the card cage, which caused the burned power supply. Service placed the waste tubing back into the drain hole to resolve the issue. A product deficiency was identified for this issue. Liquid dripped onto the power supply after installation of a protective drip shield. This is an initial report. Investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that smoke was observed coming from the architect i2000 analyzer. No flames were observed. The smoke alarm at the account was triggered. There was no injury due to the smoke.

Manufacturer narrative:
(B)(4). Investigation found the waste tubing from the architect i2000 analyzer wash zone 2 was not placed in the waste hole, but pointing to the left and gushing liquid. The customer admitted cleaning the wash zone manifold several days previously. Abbott field service cleaned the instrument and replaced the tubing into the waste hole. The system returned to normal operations. Abbott technical service bulletins 115-078 and 116-035 were published 11/21/2006 to provide instructions to field service for the installation of components intended to prevent buffer drips and reduce damage from flooding. Flood prevention is added through the addition of wash zone waste funnels to replace flush tubing that is often incorrectly replaced after service. Drip protection is added through the addition of a gutter, pipettor shielding, and connector packing to prevent buffer overflow from reaching the most damage prone areas of the power supply. Communication via e-mail with the abbott field service engineer indicates that only the drip shield was installed on the instrument. The wash zone funnels were not replaced, thereby allowing liquid to leak into the system when the waste tube was not properly placed in the waste hole. The issue would not have occurred if the tubing had been properly inserted into the drain hole. This is the final report.